Event description:
A surgeon reports that the haptic of an intraocular lens (iol) broke after insertion during iol implant surgery. The incision was enlarged to facilitate removal of the iol. The surgeon felt the iol did not malfunction and the event was unrelated to the iol.